Manufacturer narrative:
(B)(4). Batch #m92782. The device was returned with the upper jaw detached and returned with the device. In addition, the I-blade upper tip broke off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: did the jaw break off the device? Will the piece of the jaw be returned with the device for analysis?

Event description:
It was reported that during a laparoscopic incarcerated umbilical hernia repair with mesh procedure, the tip of the device came off in patient. Surgeon was able to get tip out with no patient harm. Case completed with another device of the same product code. There were no patient consequences reported.